Event description:
The manufacturer received information alleging a trilogy evo o2 failed a test step during testing. The device was not in patient use at the time of the occurrence. The trilogy evo o2 was returned to the distributor for evaluation. During the evaluation it was noted that the device failed an active exhalation control module test step during testing. An error code indicating the o2 proportional valve is stuck closed or open. Inconclusion, the device's oxygen blender module assembly was replaced to address the issue. Additionally, during the service of the device, the outlet side panel was cracked therefore was replaced unrelated to the reportable malfunction. The device passed all testing. A good faith effort attempt will be made to gather additional information. A final report will be submitted at this time. If additional information becomes available a follow-up report will be filed.